Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted:(B)(6) 2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 01-apr-2025, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient was seen at a physician¿s office on (B)(6) 2024. She stated that approximately three months ago she was not able to use one of her two programs. The controller screen read ¿settings not available¿. Patient¿s system was interrogated. Lead connectivity for the 8-15 port were all red. Impedence check revealed electrodes 8-15 all at 40000. Patient reported a return of pain. Patient denies any falls or adverse events. She did say that she gets deep tissue massage on a regular basis. Patient was programmed to her satisfaction utilizing the 0-7 electrodes. She reports bilateral paresthesia from the low back to the toes. The patient is not considering a revision at this time.